Event description:
It was discovered through testing that a pump was not alarming for upstream occlusions. There was no patient involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom undetected upstream occlusion was confirmed and reproduced. It was caused by a failed upstream sensor. As a result, the upstream sensor was replaced.